Event description:
It was reported that the patient was suffering from a chronic infection in the open cavity. The patient was explanted of the device on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.